Event description:
A lawsuit alleged that the patient has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, and/or consequential damages due to the implanted lead. (B)(6) 2015, 12:58:51 it was further reported that the right ventricular (rv) lead fractured and delivered inappropriate shocks due to noise. The lead also had high pacing impedance and triggered a lead integrity alert (lia). It was also reported that the device inappropriately detected the noise as fibrillation sense. It was noted that the patient experienced pain and anxiety due to the shocks. The device was reprogrammed and the device and rv lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 6949, lead, implanted:(B)(6) 2005. Product ID: 5076-45, lead, implanted: (B)(6) 2005. (B)(4).